Event description:
It was reported that this electrode exhibited oversensing of noise during an atrial fibrillation episode. No inappropriate therapy was delivered. The electrode remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. During the procedure, no damage was noted to the electrode. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited oversensing of noise during an atrial fibrillation episode. No inappropriate therapy was delivered. The electrode remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. During the procedure, no damage was noted to the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.